Manufacturer narrative:
The device could not be repaired. The device was returned unrepaired to the customer per their request. The cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device would not complete its initial boot-up cycle. In this state, the device would not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. Due to a obsolescence, the device cannot be repaired, the customer was advised to remove device from service.

Event description:
A customer contacted stryker to report that their device would not complete its initial boot-up cycle. In this state, the device would not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.